Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a separate visit the lens was exchanged for the same size different power. The problem was resolved. Cause reported as unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Manufacturer narrative:
H3- device evaluation: lens returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection foundno visible damage to lens and fibre on lens surface. Dimensional and functional inspection found the lens to be within specifications. Corrected data. H5: labeled for single use? - yes claim# (B)(4)